Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. Customer's blood glucose was 46 mg/dl. Customer's current blood glucose was 71 mg/dl. Customer treated blood glucose with food. The customer did not experience any symptoms such as a result of low blood glucose. Troubleshooting was done for low blood glucose. Customer had been using the insulin pump system within 48 hours of reported low blood glucose event. Customer stated they had low blood glucose and received suspend alert after blousing. The insulin pump will not be returned for analysis.